Event description:
It was reported that the patient had an upgrade procedure. Post implant, patient complained of chest pain. Ultrasound showed some fluid in the pericardial space due to a small lead perforation. It was noted that the rv lead had to be positioned and repositioned multiple times in order to find a good place for it to stay, so this likely caused the perforation. Patient was brought back into the ep lab. Fluid was drained from the pericardial space. The lead was then explanted and replaced. Patient was stable and had no further complications.

Manufacturer narrative:
The lead was returned due to perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. A tip stiffness test was performed and the results within specification.